Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated that the atrial lead had occasional p wave undersensing during arrhythmias. A manufacturer representative was called to evaluate the device function and it was found that the undersensing issues were functional and expected in the setting of atrial fibrillation (af). No programming changes were necessary and the atrial lead remains in use. No patient complications have been reported as a result of this event.